Manufacturer narrative:
Device remains in the patient and the product lot numbers are unknown. As a result the device history records (DHR) cannot be reviewed. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the screws are fully tightened. These products are technique dependent and events of this nature can occur. Loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.

Event description:
Contact reported that one skyline cervical fixation screw was noted to have backed out from the skyline plate. Patient is non-symptomatic at this time and surgeon is taking no action. As this could result in the need for surgical intervention an MDR is being filed.